Event description:
The patient's implantable neurostimulator (ins) was at end of life after about 8 months of use. Impedances were normal and there were no short circuits. Ins replacement was scheduled for (B)(6) 2011. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).